Event description:
It was reported that the catheter was found to leak fluid when being flushed following puncture.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause could not be determined from the photo sample provided. One video sample of a 4 fr groshong was provided for evaluation the device appears to be inserted within a patient. The stylet flushing hub assembly is present within the catheter. The flushing hub is attached a syringe filled with a clear fluid. The fluid is being infused and a bead of fluid is forming near the proximal end of the catheter. The exact material damage location cannot be clearly observed. Based on the description of the report event and video sample provided, possible contributing factors include catheter damage during manipulation of the stylet. Since a leak appeared to be present near the proximal section of the catheter, the complaint is confirmed; however, the exact cause could not be determined from the video provided. A lot history review (lhr) of recz3057 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recz3057) have been reported from the same facility in china.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recz3057 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recz3057) have been reported from the same facility in (B)(6).

Event description:
It was reported that the catheter was found to leak fluid when being flushed following puncture.